Manufacturer narrative:
Submit date: (B)(6) 2016.a sample consisting of one catheter was returned for evaluation. The sample presented signs of use (remains of blood). A visual inspection was performed and a hole/cut was found in the strain relief. The sample was submitted to underwater testing. The distal end of the sample was clamped and the lumen was pressurized to check for leaks. When air was infused into the lumen, bubbles were detected; they were coming out in the strain relief. The device history record (DHR) does not reveal any deviation to the manufacturing process that might have contributed to the reported condition. In addition, during the manufacturing process, catheters are submitted to a 100% pressure testing. The reported condition was confirmed per the sample evaluation; however there is no evidence to relate this event to manufacturing process. During the manufacturing process, catheters are submitted to a 100% pressure testing. After the leak testing station, other operations are performed to the catheter; however, these do not contain process risks which may contribute to the occurrence of the reported condition. The product handling between stations is done by hand using plastic bins with no pinch points. The other operations are tip cutting, occlusion test, depth mark printing, depth mark drying, visual inspection, catheter guard assembly and finally packaging. Based on the available information the most probable cause could be attributed to unintentional damage during use during use as detailed in the instructions for use (IFU). Also, per the IFU the use of alcohol, acetone or alcohol containing antiseptics directly on the catheter may cause irreversible damage to the polyurethane which can lead to a leak or break. It must be noted that in process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Several attempts to gather information from the customer were made to date, no response has been received. If additional pertinent information becomes available, the report will be updated.

Event description:
It was reported to covidien on (B)(6) 2015 that a customer had an issue with an umbilical vessel catheter (uvc). The customer reports the uvc cracked and was leaking.